Manufacturer narrative:
No motor error alarm, e or a alarm anomaly or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had stripped battery cap coin slot (p), cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and no delivery alert. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that the plastic chipping off reservoir and battery cap was worn. The insulin pump will not be returned for analysis.